Event description:
I could tell I wasn't feeling well at the time but didn't know what it was at the time. I am always tired, my side has sharp pains, heavy periods, lots of hair loss, swelling, severe pain after intercourse. Had headaches, muscle cramps, and bloating.